Manufacturer narrative:
Update 15 july 2020/ investigation and findings ref# complaint (B)(4). Product examination, functional testing performed by the customer on-site, and cause was determined. The tdh-39 headset metal post slid out that clips to the tdh. The root cause was not established. Complaints are reviewed routinely per quality system requirements and trends are assessed and documented as part of these reviews.

Event description:
Customer reports the headset on a new astera broke and hit a patient.

Manufacturer narrative:
Investigation and findings: ref#: complaint (B)(4). The headphone came apart when put on patient's head and hit the patient in the temple. The patient did not need medical care. The product has been requested for return. There are no CAPA's related to this issue. Complaints reviewed routinely per quality system requirements and trends are assessed and documented as part of these reviews risk management file review (product and event): the current risk file does not have a corresponding risk identified however a risk review was conducted and documented in (B)(4) which lists the potential hazard of delay in treatment or diagnosis, or patient discomfort due to device not available for use - harm: delay in treatment or diagnosis, or patient discomfort. Cause: device not available for use - missing parts / accessories (e.g., missing cables, missing or incorrect size sensors, etc.). Severity: negligible (0). Risk level: minor (0). This complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed.

Event description:
Customer reports the headset on a new astera broke and hit a patient.